Manufacturer narrative:
Block b3: exact date unknown, event occurred four years prior to the date the manufacturer became aware. Block d6b: explant date: 4 years ago. Additional suspects medical device components involved in the event: model number/catalog number: sc-2352-50, serial number: (B)(6), batch/lot number: 7074011, model/catalog description: linear 3-4 lead 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2352-50, serial number: (B)(6), batch/lot number: 7074183, model/catalog description: linear 3-4 lead 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2352-50, serial number: (B)(6), batch/lot number: 7074185, model/catalog description: linear 3-4 lead 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2352-70, serial number: (B)(6), batch/lot number: 7072444, model/catalog description: linear 3-4 lead 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 27243799, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to inadequate pain relief. No further information could be obtained despite good faith efforts.